Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured, where all the pieces are not returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 1 year and 5 months. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice . It is likely that the device fractured from wear and tear from use.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.